Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while loading images, the system suddenly displayed "no input detected". There was no patient present when this issue was identified. The medtronic representative was unable to replicate the behavior after restarting the system 5 times without issues.